Event description:
It was reported that it was noticed in monitored ventricular tachycardia (vt) episodes that there was t wave oversensing. The health care professional (hcp) had called for assistance with programming magnetic resonance imaging (MRI) protection mode for this conditional MRI system. Technical services (ts) walked the hcp through this noting that impedance testing today showed normal within range. Ts noted that though there were some oversensing noted on the monitored events, MRI mode ordered was asynchronous and that there was no reason for malfunction during the scan. This patient would be monitored throughout the scan and the hcp would re interrogate post scan to take out of MRI mode. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.